Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6), 2014. According to the complainant, during testing outside the patient for the procedure, the physician made an attempt to deploy the bands; however, all bands failed to deploy. There was difficulty noted in rotating the handle. Another speedband superview super 7 device was used to complete the procedure. Reportedly, following the procedure, the trip wire was noted to be in the interstices in the handle. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.